Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the nozzle of the duodenovideoscope was clogged with foreign material, and foreign material was also found on the connecting tube and distal end. There were no reports of patient involvement.description from customer:doesn't let any air out at the endnotes from the returned service card: not availablethe device was reprocessed before return to olympus: not documented by the customer or olympus service departmentremark from service department:the device is in the rrc in portugal (coimbra, ompp) for inspection and repairpae was detected during estimation. Repair human during inspection, issue found which is coded as pae.findings: customers¿ complaint was foreign material was found on the connecting tube inside the scratches, on distal end and between distal end and z-block. The origin or type of the foreign material we cannot confirm, but we assume itwas likely originated from previous procedures. A blackish rubberish material was found clogging nozzle. The origin of the foreign material we cannot confirm. Gin0001y was added to the fuc list to match the phenomenon. Device receipt date at first olympus touchpoint: see terfirst olympus touchpoint (from customer to): ompp

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. -IFU states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.